Event description:
An intubated pt was inadvertently connected to the unregulated output of an oxygen regulator on a small oxygen bottle via a jackson-reese tubing set. The pt was supposed to be connected to the regulated (0-25 lpm) output. The regulator had similar threaded connectors for both the regulated and unregulated outputs. Because the oxygen flow out of the unregulated connector greatly exceeded 25 lpm, the pt suffered a pneumothorax as a result. The incident revealed that any regulator having interchangeable output connectors for both regulated (up to 25 liters per min) and unregulated (50 psi) outputs creates an unacceptable risk of the wrong connector being used. The regulator in this incident had a diss male regulated outlet and a diss check valve for the unregulated output. The diss fitting for the regulated output was missing, which contributed to the user inadvertently connecting the therapeutic tubing on the unregulated connector. Subsequently the pt died. Recommendations: the unregulated output should be plugged or capped if not absolutely necessary in the functional area that it is being used in. If both outputs are necessary, then the regulated output should be modified to require a different connection than the unregulated output. It is also recommended that application training covering the proper procedure for using oxygen regulators be conducted. Action taken: all oxygen regulators in the medical ctr that do not need the unregulated 50 psi output will have the unregulated connectors removed and plugged with a diss threaded plug. The few regulators that do need to have dual connectors will have the unregulated connector modified to a 'quick-disconnect' style that cannot be mistaken with the regulated output diss connector.